Event description:
Patient was revised to address pain.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible for the sig ps cem fem w/lugs or the pfc sigmarp stb tb in as the lot codes required were not provided. Review of the device history records and/or a complaint database search was not possible for the sz 3 keeled mbt tib tray as the product and lot code required was not provided. Requests for additional investigational inputs were made; however, no additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to identify a root cause, the need for corrective action was not indicated. Be received, the investigation will be re-opened. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.